Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels starting about 4 months prior to the call. The customer stated that she had blood glucose readings in the 300 mg/dl range. The blood glucose reading on the night prior was 419 mg/dl, which was treated all night with the device. By morning, the blood glucose reading lowered to 113 mg/dl. She bolused before beginning the troubleshoot, and the blood glucose reading at the call was 300 mg/dl. She complained of dry mouth and fatigue. It was found that the insulin pump worked as designed and passed the high pressure test. Advised the customer to change the entire infusion set, reservoir and insulin. She recalled one time bleeding at the infusion set insertion site, likely due to a hit nerve. She also reported that 2 days prior, she a experienced low blood glucose reading, triggering a suspension of insulin, but knew it was because she was trying to correct the high reading. Nothing further reported.